Manufacturer narrative:
(B)(4). Evaluation results: (severely calcified vessels).

Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were non-tortuous and severely calcified. The common femoral arteries were 9 mm in diameter. It was reported that the device could not be advanced to the aneurysm due to the vessel morphology. The device was removed from the patient and talent extension limbs were placed in order to provide an easier path for the bifurcated stent graft device; however, the device still could not be advanced after 5-6 insertion attempts. The delivery system kinked and the decision was made to convert to an aorto-uni-iliac system by placing a talent converter through the opposite side followed by a fem-fem bypass. No additional clinical sequelae were reported, and the patient is fine. The device was discarded.